Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I don't think this set of bottom aligners is fitting correctly. They look fine from the front, but in the back, there is a spot that is bowing out toward my tongue. From the top, looking down, it appears they aren't fitting correctly. Clinical review: the patient's lower fitment concerns will be addressed after the end of treatment for the upper alignment. Further evaluation will take place once the customer sends an updated picture of the lower arch. Fit tips were unsuccessful, and the case is being sent for aligner evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.